Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation it was noted that the right ventricular lead exhibited low, out of range defibrillation impedance. Programming changes were made and defibrillation threshold testing (dft) was performed successfully. The patient was stable.